Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered three inappropriate anti-tachycardia pacing (atp) episodes due to noise and oversensing. The health care professional (hcp) confirmed the patient was in surgery at the time of the episodes. Technical services (ts) was consulted and provided troubleshooting. At this time, the ICD system remains in-service. No adverse patient effects were reported.